Event description:
It was reported that after procedure, a revision surgery was performed due to fracture of bone and pain made by the patient falling. The revision surgery was not caused by smith & nephew devices. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per the complaint details, a revision surgery was performed due to bone fracture and pain post traumatic fall. Reportedly, the ¿revision surgery was not caused by s+n devices¿. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event; however, the reported fall could not be ruled out as the possible contributing factor to the reported events. The patient impact beyond the reported pain with subsequent fracture and revision could not be determined. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.